Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to infection and erosion. In addition, the right ventricular (rv) lead had abnormal superior vena cava (svc) coil impedance. No further patient complications have been reported as a result of this event.